Event description:
Boston scientific received information that upon interrogation the lead safety switch had switched from bipolar to unipolar due to an out of range pacing impedances measurements in the bipolar configuration. Noise, increase in thresholds, and a decrease in amplitudes was noted on the right ventricular lead. A possible insulation breach was suspected. A lead replacement was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information received noted that this lead was replaced and was capped and abandoned. A new lead was implanted. Should additional information become available this investigation will be updated.